Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited continuous beeping and no screen. No adverse effects reported.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. Device was received with a missing battery door. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was not seen in the event log. To further investigate, a functional check was performed. The customer stated problem was confirmed. It determined that the microprocessor board was inoperable and the root cause of the issue. Therefore, the microprocessor board will be replaced.